Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a posterior cervical fusion at c7 treating burst fracture, the surgeon tried to tighten a screw to the transverse connector, which failed. They visually confirmed nothing such as tissue interfered with the tightening but he was not able to fixate the transverse connector. The procedure was completed using a replacement transverse connector. There was a surgical delay of less than thirty (30) minutes. There is no further information available. This report is for one (1) unk - screws. This is report 1 of 1 for (B)(4).